Event description:
A cartridge alarm was reported by the caller, identified as alarm 20. The caller's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer will use an alternative method, multiple daily injections, to ensure continuous insulin delivery.